Event description:
During routine testing of the device at the service center, the service technician reported a scratch on the front lens. The monitor was originally returned for standard reference sensor test failure. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.